Manufacturer narrative:
(B)(4). Batch # t9294c. Additional information was requested, and the following was obtained: what procedure were they performing? Thyroidectomy. How much bleeding occurred? Significant. Did the patient receive any blood products? Was the clip malformed? - no. How was the bleeding controlled? With diathermy and new clip applier. Device analysis: the analysis results found that the mcm20 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number t4042n, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number t9294c, and no non-conformances were identified.

Event description:
Ligaclip cutting through a vessel. It was reported that during a thyroidectomy, experienced user, followed IFU, upon application of clip it scissored and sliced the vessel causing significant bleeding. The bleeding had to be managed and new device opened. Mr (B)(6) asked for a medium liga clip applicator. It was newly opened and unused, I checked that there was a clip mounted and handed it to mr. (B)(6). He checked it and clamped it around the vessel, squeezed the trigger. Without moving it, it cut clean through vessel. A number of staff witnessed the moment as they were all engrossed with the dissection as it was proving difficult. Mr (B)(6) took the liga clip applicator away from the immediate site and dispensed another clip to rectify the problem. The end of the liga clip applicator was washed in saline (as it was all bloody). Second attempt then made to apply a clip with the applicator, it did exactly the same thing again. A new medium liga clip dispenser was obtained and the faulty one removed. We had no further issues. Patient reported as okay.